Event description:
It was reported that the patient was potentially having ventricular tachycardia (vt); however, some atrial events were not lining up with ventricular events on the electrogram. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action. Based on the information received and without the return of the product it could not be determined if this device performed as described in the field action. Concomitant products: 4592 implantable pacing lead, (B)(6) 2004. (B)(4).